Event description:
Lens was damaged upon insertion. Lens did not go all the way into the patient's eye and there was no patient injury noted. It is unknown if the lens or injection system malfunctioned.